Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved in this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint "the shaft insertion seem to be broken". Fa found the primary finding of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken at the proximal end by the base of the chassis. No material was found missing. The root cause of broken instrument main tube is typically attributed to mishandling/misuse.

Manufacturer narrative:
The large hem-o-look clip applier instrument has been requested for return, however, isi has not yet received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the large hem-o-look clip applier instrument (part# 470230-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large hem-o-look clip applier instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 32 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the large hem-o-look clip applier instrument moved with unintuitive or non-intuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted liver resection surgical procedure; the large hem-o-look clip applier instrument did not move properly. The site reported that the instrument's shaft insertion seemed to be broken. There were no fragments that fell inside of the patient's anatomy, and no adverse effects or injury to the patient. The procedure was completed using a backup instrument. There was no harm to the patient. On october 26, 2021, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: it was observed that the internal pitch cable of the instrument could only be moved to one direction, and the rotation did not work also. The issue was persistent and occurred one time during the procedure. After that, the instrument was checked, and it was noticed that the shaft did not look "fine." The drape was not exchanged during the procedure. The drape used along with the instrument is not available for return. The lot number of the drape is unknown. No photographic images or videos are available for review. Patient demographics and medical history cannot be released.